Manufacturer narrative:
(B)(4). Approximate age of device 41 days. A correlation between the device and the reported bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted for gastrointestinal bleeding. The patient had a prolonged hospitalization and required blood transfusions. The date of resolution was (B)(6) 2016. Anticoagulants at the time of the event were aspirin and warfarin. No additional information was provided.